Event description:
It was reported that a malfunction occurred on the pump following a cat scan. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to reach out if any issues reappeared.